Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented before a device exchange procedure, the right ventricular lead was observed to have a downward pacing impedance trend. The lead was capped and replaced on (B)(6) 2019. The patient did not have any adverse effects before, during or after the procedure.